Event description:
It was reported the pt had an infection at the ipg pocket site. The pt underwent surgical intervention to explant the ipg. The pt reported the infection has cleared up.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.